Manufacturer narrative:
Investigation - evaluation a review of the complaint history, device history record, trends, quality control and visual inspection of the returned device was conducted during the investigation. One turbo-ject over-the-wire single lumen peripherally inserted central venous catheter was returned measuring 31 cm in length. A visual examination noted the tubing has partially pulled away from the purple hub. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. Based on the information provided, examination of the returned device and the results of our investigation, a definitive root cause could not be determined. Measures have been initiated to address this issue. We will continue to monitor for similar complaints.

Manufacturer narrative:
Brand name: turbo-ject over-the-wire single lumen peripherally inserted central venous catheter set. (B)(4). The event is currently under investigation.

Event description:
When the nurse went to administer medication for the male patient they found the infusate was leaking out at the catheter attachment junction with the lumen. The medication was omitted, device was removed and patient was discharged. The patient did not require any additional procedure.